Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/12/2016 with the following findings: a review of the pump¿s black box revealed recurring pump reboots. The original complaint of the intermittent power issue was unable to be duplicated. The returned battery cap was unable to attach securely to the pump. The battery cap threads were noted to be damaged. The battery cap contact heights were within specification. One contact width was out of specification. The battery compartment was found to be cracked. The pump was exercised for 24 hours using a test cap with no reboots occurring. The pump was opened and there was no damage observed to the power circuit. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose of 283 mg/dl with polydipsia associated with an intermittent power issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was reported that that pump had experienced intermittent power and had a cracked battery compartment along with stripped battery cap threads. It was reported that the battery cap was unable to fully tighten to the pump and the yellow o-ring was visible at the time of the power interruption. The reported bg excursion does not meet animas' criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.